Event description:
Info received indicates the head of the bed will not stay up, drifting.

Manufacturer narrative:
The technician isolated the issue to a stuck valve. He replaced the head up valve to repair the bed.